Event description:
It was reported that the patient¿s right atrial (ra) lead was dislodged. The ra lead was explanted and replaced. The patient was recovering post-procedure.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: section d6a. The correct date of implant should have been (B)(6) 2025, rather than (B)(6) 2025, and section e1, the reporter first/given name should have been (B)(6) rather than (B)(6).

Event description:
New information received noted that the right atrial (ra) lead dislodgment resulting loss of capture. There were no patient consequences.